Manufacturer narrative:
(B)(4) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is a compressor with low output which relates directly to the reason for repair of low o2 or yellow light. Additional malfunction identified on the irs is an on/off switch with no alarm which is directly related to the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.